Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that three screw spike sets with unknown lot number leaked during preparation. The operator of the product involved is healthcare professional. The reporter has informed that samples are not available for evaluation. There are no companion samples to be returned. There are no other deficient products used during the event. There was no patient involvement, no patient injury, medical intervention or adverse reaction is associated with this event.